Event description:
It was reported that during an infusion set supply change the user forgot to remove the adhesive backing, resulting in the site not adhering and necessitating replacement of the infusion set; this was characterized as an incorrect procedure related to the cannula component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an application error involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.